Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the power button does not respond was observed. The device¿s front panel including the keypad was replaced to address the issue. In addition of the above evaluation, the technician final test, battery checking, valve checking, a test run, cleaning and software version was updated, which was not related to the malfunction/issue.